Event description:
It was reported that during a follow up visit, the implantable cardioverter defibrillator (ICD) exhibited 549 short vv intervals. Review of ICD data revealed increasing short interval counts (sic) due to oversensing, noise and t-wave oversensing due to auto-adjustment sensitivity. It was also reported that in (B)(6) 2015 the implantable cardioverter defibrillator (ICD) exhibited short vv intervals that at the time was related to the use of electrical equipment. Patient claims to have never utilized electrical equipment. The ICD remains in use. No patient complications have been reported as a result of this event.